Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2020 the suction channel: unspecified microbes, the elevator channel: unspecified microbes. Second time; (B)(6), 2020 the suction channel: stenotrophomonas maltophilia (1chu), the elevator channel: canadida parapsilosis complex (2chu), the device had been reprocessed with a non-olympus automated endoscope reprocessor, ed flow aer. There was no report of infection associated with this report.